Event description:
It was reported the end cap came off resulting in glass potentially falling out. Pr 3 of 4: this pr is for date of event (B)(6) 2021. Per response email: the chloraprep end cap came off after the applicator was activated on 4 different occasions (3 different dates 3/8, 3/10 and 3/15), 3 of which resulted in glass spilling on to the floor. Fortunately, no one was hurt on any occasion and the glass was cleaned up and the chloraprep applicator was discarded. Per email: [omitted] has 4 each of the chloraprep hi-lite org 26ml, part # 930815, where the end caps came off resulting in glass potentially falling out. The lot # on all is 0328213. Can you please send 4 replacements to her? The customer information is below.

Manufacturer narrative:
Your facility did not provide photos/samples to aid in our quality engineer¿s investigation. Unfortunately, bd was unable to verify the reported issue. A device history record was reviewed, and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the end cap came off resulting in glass potentially falling out. Pr 3 of 4: this pr is for date of event (B)(6) 2021. Per response email: the chloraprep end cap came off after the applicator was activated on 4 different occasions (3 different dates (B)(6) ), 3 of which resulted in glass spilling on to the floor. Fortunately, no one was hurt on any occasion and the glass was cleaned up and the chloraprep applicator was discarded. Per email: [omitted] has 4 each of the chloraprep hi-lite org 26ml, part # 930815, where the end caps came off resulting in glass potentially falling out. The lot # on all is 0328213. Can you please send 4 replacements to her? The customer information is below.